Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Fluoroscope imaging was performed and it was discovered that the right ventricular lead exhibited externalization of conductors. The lead was functioning normally and no changes were made. The patient was in stable condition.